Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a suspected infection at the ipg pocket site. The patient stated she experienced redness, warmth and drainage from the site. The patient was admitted to the hospital and was treated with IV antibiotics. Additionally, the patient underwent surgical intervention wherein the device was explanted.